Event description:
Pt status post tumor resection for gbm/gliasite placement in 2004, brachytherapy 18 days later for one week, ebrt for 2 weeks, 14 days later. Subject came to office a month later for scheduled visit. Reported increase in headaches over past several weeks, requiring increase in steroid dosage. MRI obtained that day revealed increased signal abnormality and enhancement surrounding the posterior right temporal lobe resection cavity with an associated area over strictive diffusion medially. These findings were concerning for neoplasm versus radiation necrosis. Spectroscopy and mr perfusion studies obtained the next day favor predominantly radiation necrosis. Plan for resection of mass in 2004. This event of neurology-other: craniotomy is possibly related to the gliasite brachytherapy/ebrt as pathlogy is pending radiation necrosis versus tumor recurrence.